Event description:
The complainant alleged that during routine testing by a biomed the device displayed "cannot dump", "status 66", and "status 166" messages. The complainant indicated there was no pt involvement with this reported malfunction.